Event description:
An endurant stent graft system was implanted in a patient during the endovascular treatment of a 77mm aaa on an unknown date. 2 months later a valiant stent graft was implanted in the patient for the endovascular treatment of a 60mm taa. It was reported a day after the tevar procedure the patient developed nausea. A CT identified a dissection of the descending thoracic aorta with a collapse of the stent graft in the aaa and a secondary obstruction of the superior mesenteric artery. An emergency tevar was performed using a non mdt stent to resolve the type ib endoleak. Improvement of the collapsed stent and sma blood flow was observed on postoperative CT however the endoleak of the aaa stent graft persisted leading to aaa expansion over several days and concern for possible rupture which warranted an open repair. During the repair an endurant stent graft was inserted in the infrarenal abdominal aorta and both the common iliac arteries, followed by proximal anastomosis¿performed using an 18×10mm non mdt stent. The endurant stent graft was subsequently cut between the infrarenal abdominal aorta and the common iliac arteries. The endurant stent graft was then easily removed from the common iliac arteries, allowing distal anastomosis to be performed. The patient was discharged 11 days post-surgery with , and no recurrence of endoleak or aortic dissection was observed on 2 year follow up. Per the physician the collapse of the aaa stent was considered to have been caused by a stent graft-inducednew entry (sine), which resulted in a type 1b endoleak after tevar. The decreased blood flow through the sma was caused by the collapse of the aaa stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; stent graft in abdominal aortic aneurysm collapsed suddenly after thoracic endovascular aortic repair sho takagi, yoshihiro goto, junji yanagisawa, akio nakasu . Bmj case rep 2021;14:e246798. Doi:10.1136/bcr-2021-246798. If information is provided in the future, a supplemental report will be issued.